Event description:
It was reported that a supply change was in progress when no insulin was observed during the press and hold step. The piston was rewound and the cartridge was removed, at which time the tip of the cartridge was found to be cracked and leaking insulin. A new supply change was completed with guidance to ensure the device functioned properly after the insulin chamber was cleaned. Insulin delivery was successfully resumed. The reported cartridge lot number was ps6lp67. Blood glucose levels were not affected. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.